Manufacturer narrative:
Information was received on 29-dec-2021 indicating that there was no patient involvement in the event. Device evaluation: one smiths medical medfusion pump was returned for analysis with chipped out lower left corner top case. During analysis, the reported issue was unable to be duplicated. Service replaced speaker as a preventative measure. Performed preventive maintenance and all functional tests. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited primary audible alarm. No patient injury reported.